Event description:
The target lesion was the rca. The lesion had b1 calcification and very little tortuousity. During the coronary stenting procedure, the balloon burst at 8atm during development of a 2.25 x 18mm cypher select stent. After the balloon burst, the stent was deployed with a quantum balloon. The procedure was successfully completed with no patient injury.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The proudct is available for analysis. Additional information will be submitted within thirty days upon receipt.